Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, the patient developed five infections, cellulitis, and that the device was moving. Also reported was burning at the implant site. The patient received antibiotic treatments. The device and leads remain in use. No further patient complications have been reported as a result of this event.